Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a consumer (con) re-reported that the catheter had migrated and they had less efficacy. The patient reported they were unable to tolerate more hydrophilic drugs due to nausea and vomiting. Steps to resolve the issue had been increased sufentanil and bupivacaine. The patient reported a (B)(4) pain improvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient stated the day after the pump/catheter were implanted, the catheter anchor tore out, tore the dura and then the patient lost hearing from brain sag, had low sodium from siadh syndrome and almost died. The patient stated the catheter fell from t8 to t12. The patient stated the doctor had used many different concoctions in the pump and stated he may need to have a revision surgery but they were not sure.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6) product type: 0184-catheter; implant date (B)(6)2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving droperidol, sufentanil, and bupivacaine via an implantable pump. The indications for use were unknown. It was reported that the patient had multiple issues related to their pump and catheter implant. The patient stated their catheter migrated from t8 to t12, and they had a csf leak, infection, and low sodium post-op. The patient stated that they went to an infectious disease specialist, and their neutrophil count 89% and white count was 16300. The patient was placed on antibiotics but the patient stated they still had some inflammation and they don't know why - could be arachnoiditis possibly from the device per the patient. The patient stated they were getting migraines. The patient reported being re-hospitalized after implant to address concerns. The patient was no longer in the hospital but was still experiencing issues. The manufacturer's patient services specialist (pss) redirected the patient to their healthcare provider.

Event description:
Additional information received from the patient indicated that a new catheter was going to be inserted to bypass the catheter that had fallen to t12.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6)2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID 8780 serial# (B)(6) implanted: (B)(6)2024 ubd: 2026-03-15 UDI#: (B)(4). Product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.